Event description:
After coronary intervention, the equipment was resistant to removal, requiring the guide catheter to be cut and sheath removed. A second sheath had to be placed. The guide catheter was found to be twisted around the sheath.